Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the bearing of the device seized, and the device had a sticky trigger. Therefore, the reported condition that the device was not working was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the bearing of the handpiece device had seized, the device had a sticky trigger, moving parts of the device were not moving smoothly, and there was component damage. It was further determined that the device failed pretest for check for free moving, check for stick triggers, check condition and function of triggers, check function of all modes with power module. It was noted in the service order that the device did not work anymore. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.